Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 29aug2019. Field service engineer (fse) verified complaint while performing preventive maintenance service. The o2 sensor was replaced and the unit passed the est and the required test of the performance verification successfully. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported unit did not recognize o2 sensor during extended self-test (est). No patient involvement.